Event description:
User facility used a laryngeal mask airway-fastrach to place an endotracheal tube in a difficult airway pt. After the pt was ventilated through the endotracheal tube, they tried to remove the connector from the endotracheal tube so that the laryngeal mask airway-fastrach could be removed. While attempting to remove the connector, a hole was ripped in the airway tube of the endotracheal tube. A tube exchanger was used to insert a different endotracheal tube. There was no pt injury or problem. The user facility has discarded the laryngeal mask airway-fastrach endotracheal tube, therefore it will not be returned for evaluation.